Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. One straight exact broach handle was returned and evaluated. Upon visual inspection the device had fractured at the strike plate weld. The strike plate was not returned. There is visible impact damage to the returned handle. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the broach handle broke during case. It was dropped off field and the doctor got a new gown and gloves. No additional information.